Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered safety mode. Subsequently, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.